Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no moisture damage inside the pump. There was no frozen display on the countdown during testing. The pump was tested with a test keypad and there was no frozen display. The pump had cracked case at the display window corner.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 174 mg/dl. The customer stated that the pump was submerged in water and was malfunctioning. They removed the battery and placed it in a bag of rice. The customer stated that the screen had a foggy spot and there was condensation at the bottom of the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.